Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis was unable to reproduce the complaint. Analysis found both bail hooks broken, both the upper and lower outer cases to be damaged, and the keypad scratched. The damage was fixed and a new battery was installed.

Event description:
It was reported that the external pulse generator settings for rate and pulse width reverted back to the default settings. The patient experienced hemodynamic instability as a result of this. The device was exchanged for a new one. No further patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned, analyzed, and analysis was unable to reproduce the complaint. Analysis found both bail hooks broken, both the upper and lower outer cases to be damaged, and the keypad scratched. The damage was fixed and a new battery was installed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.

Event description:
It was reported that the external pulse generator settings for rate and pulse width reverted back to the default settings. The patient experienced hemodynamic instability as a result of this. The device was exchanged for a new one. No further patient complications have been reported as a result of this event.